Event description:
The peritoneal dialysis (pd) nurse requested a replacement liberty cycler because the pt being admitted to the hosp for fluid overload due to the device on (B)(6) 2012. During a follow up call on (B)(6) 2012, the pd nurse stated that the pt did not undergo pd treatment after (B)(6) 2012 due to a gall bladder surgery. The pt continued pd treatments on the liberty cycler on (B)(6) 2012. The pt was hospitalized for fluid overload and shortness of breath with activity on (B)(6) 2012. The nurse reported that the pt had problems with the device not pulling off enough fluid.

Manufacturer narrative:
The liberty cycler was returned for eval; no non-conformaties were found. The unit passed all tests during simulated treatment testing and met specs. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specs. A clinical investigation was performed. During a follow up call, the pd nurse stated that the pt was diagnosed with fluid overload by the time he started use of the cycler as evidenced by his weights. Per the fmc associate medical director, there is no evidence to reasonably suggest that the cycler caused or contributed to the pt's volume overload which pre-dated his return to use of the cycler. Once cycler treatments resumed on (B)(6) 2012, the pt had positive ultrafiltration nightly which increased from 105ml on (B)(6) 2012, and 629ml on (B)(6) 2012, to 2022ml on (B)(6) 2012 and 1590ml on (B)(6) 2012 based upon changing from 1.5% dextrose solution to use some 2.5% and 4.25% exchanges. This however was insufficient to rapidly reverse his volume overload. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.